Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during device investigation are most likely related to the explantation surgery. This finding was expected, because according to the recipient report the device was explanted due to postoperative side effects, namely recurring post-operative infections. This is a final report.

Event description:
The user had recurring post-operative infections. The user was explanted.

Event description:
The user has recurring post-operative infections. Explantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.